Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) in multiple episodes. The shocks converted the rhythm. Additionally, there were high capture thresholds on the left ventricular (lv) channel. The lv lead is non-boston scientific product. It was noted that the left ventricular automatic threshold was higher than the programmed amplitude or was suspended. The device remains in use. No adverse patient effects were reported.